Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down during use with a patient. Unit was working on battery mode only and the cart was getting mains, but the cardiosave was not showing that the unit is plugged in. Customer tried to redock the cardiosave into the cart, but the mains fault was still present. The unit was working of battery only. The patients blood pressure dropped when the cardiosave stopped working and that they had to increase medication support to the patient until they were able to swap in a replacement pump.